Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not find any signs of breakage or fractures on the fiber tip. The glass cap did exhibit severe devitrification at the output window and the metal cap had severe charred detritus adhered to the surface. The fiber was tested with a hene laser fixture and the aim beam was present at the output window. There were no signs of breakage along the fiber length. The connector cones, segment and tabs appeared in good condition and the connector passed the signature verification test. The reported allegation of fiber tip break and forward firing were not confirmed therefore; an evaluation conclusion code of no problem detected was assigned. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber was shooting out the end and metal piece came off inside the patient. Another fiber was used to complete the procedure, without clinical consequences to the patient.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber was shooting out the end and metal piece came off inside the patient. Another fiber was used to complete the procedure, without clinical consequences to the patient.